Manufacturer narrative:
The impella lp 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male had impella lp 2.5 pump inserted in the left femoral. On (B)(6) 2018 patient developed limb ischemia in lower left thigh and color got worse so physician removed the impella device.